Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the operation test failed. There was reportedly no patient involvement. The fse evaluated the device onsite and it was determined that this was a malfunction of the processor cable assembly. The fse replaced the processor cable assembly to resolve the issue and the device was returned to full functionality. The fse replaced the processor cable assembly to resolve the issue and the device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.